Event description:
Per the audiologist, the patient was not performing well with his cochlear implant system. Results of an integrity test done in 2007 were consistent with normal receiver/stimulator function with multiple electrode anomalies. The anomalous electrodes were deactivated in the patient's sound processor program. A repeat integrity test was done on approx three months later, with similar results. A CT scan done on two months later showed the patient had a "foreshortened" cochlea with all the electrodes in the cochlea. Reimplantation surgery is planned but had not been reported at the time of this report. The patient has bilateral cochlear implants and performs well with the contralateral device.

Manufacturer narrative:
This type of event is addressed in the device labeling.